Manufacturer narrative:
Correction: "additional information" should have been selected rather than "device evaluation" in previous follow-up report. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient was implanted with a new ipg. Therefore, the infection is deemed to have resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was explanted due to an infection at the ipg site. The infection is being addressed by physicians.